Manufacturer narrative:
Immucor technical support performed a remote review of the instrument camera images: batch: 29745/ sample ID: (B)(6), lots in use: r715/221600, cell 1 and 3-negative, visually negative. Cell 2-negative, visually weakly positive with very slight red cell adherence noted. Control resulted as expected. (Cell 2 is e+/e= and all other cells are e=/e+). Batch 31960/ sample ID (B)(6), lots in use: r715/221600, cell 1 and 3-negative, visually negative. Cell 2-negative, visually weakly positive with very slight red cell adherence noted. Control resulted as expected. (Cell 2 is e+/e= and all other cells are e=/e+) the issue was resolved when customer retested the affected sample with a new lot of crrs 3 which resulted in a 3+ reaction for cell 2 (e positive cell). Immucor pi lab confirmed the reactivity of the e antigen on retention capture-r ready-screen (3), lot r715, on the echo, using retention capture-r ready indicator red cell, lot 221608 and anti-e, lot ba631. Controls performed as expected and all cells reacted as expected.

Event description:
On 1(B)(6) 2016, a customer reported unexpected negative antibody screens when using capture-r ready-screen (3) (crrs 3) on a galileo echo instrument. The sample contains an anti-e.